Event description:
Self-test started while changing pbp-bag, delay test was not done. Pre blood pump started to run "very" fast while the blood pump was not running at all. The bloodline and filter filled with pbp solution machine triggered alarms on tmp and filter pressure. The machine was re-started successfully completed the self-test.